Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the bag and the homechoice cassette, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in line/set) alarm. This occurred during a dwell phase of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a loose connection between a bag and the homechoice cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.